Manufacturer narrative:
Ge healthcare's investigation findings are as follows: the integrated ECG cable with 3-lead leadwires can short circuit during defibrillation and may conduct up to 25% of the defibrillation energy away from the patient. If this issue occurs during a defibrillation event, it is not noticeable to the caregiver and could contribute to an adverse patient outcome. There have been no injuries reported as a result of this issue. Based on the data collected during investigation of the issue, the root cause is the design did not provide adequate dielectric protection to be defibrillation proof as required by iec 60601-1:2012 (rc1). Additional root causes which contributed to the failure are: 1) manufacturing variability was not adequately accounted for in the design (rc2) 2) manufacturing production tests were not sufficient for detecting variability that could result in failure to meet defibrillation proof requirements (rc3). Further distribution of the product was prevented with a hold initiated on (B)(6)-2019; all products that have been shipped prior to the hold will be recalled per report #2126677-02/27/19-001-r (ge reference fmi (B)(4)).

Manufacturer narrative:
There was no patient involvement. Device identification number: there is not a specific cable involved; the issue affects ECG trunk cable part numbers 2106309-001 and 2106309-002; all lots. Unique device identifier: (B)(4). (B)(6). The affected part numbers were manufactured between 25-sep-2018 and 07-feb-2019. Ge healthcare's investigation of this issue is ongoing at this time. A product hold has been initiated for all affected product. A follow-up report will be submitted once the investigation has been completed.

Event description:
The product failed during defibrillation testing; this issue was discovered internally. There was no patient involvement.